Event description:
During baxter's eval of a spectrum pump, evidence of device tampering was discovered. It is unk whether or not the device was used on a pt after it was tampered with by the customer.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. Eval found the customer adulterated the pump. When the pump was opened the downstream sensor flex was found inserted in the lower auxiliary connector on the input/out printed circuit board (I/o pcb) and the lower auxiliary flex was found inserted in the downstream connector on the input/out printed circuit board. There were also black sharpie markings on the printed circuit boards and the downstream flex. When the I/o pcb was removed from unit #(B)(4), it was found to not be the original I/o pcb belongs to an unk unit. This is an indication that the pcb is not original to the device and was installed outside the factory, an operation that is not permitted. This unauthorized repair performed outside the factory exposed the internal esd sensitive components, compromising all internal electrical components rendering the unit irreparable. In the warnings and cautions of the spectrum operators manual, it states "servicing and sigma spectrum infusion sys is restricted to qualified, sigma trained, svc personnel who employ sigma authorized parts and procedures. Use of other parts and servicing procedures is prohibited." The device could not be repaired and has been removed from svc.